Event description:
Unresolved neck pain. Initial surgery: 2025 with dr. (B)(6) at (B)(6). Revision: (B)(6) 2026 with dr (B)(6) at (B)(6).

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.